Event description:
It was reported that during a knee arthroscopy procedure using a quantum 2 controller with a quantum footswitch, the coagulation pedal got stuck in activation mode. Due to this event, the procedure was completed using a competitor's device. There were no significant delays or patient complications reported as a result of this procedure.